Event description:
New information notes the patient presented for a routine check in clinic with complaints of dizziness in her own intrinsic rhythm. The complaint was unclear but appeared not to be device related. Defibrillation impedance was intermittently high. The physician was notified but no programming changes were made and there were no plans for an intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that intermittent atrial oversensing resulting in false atrial tachycardia detections was present on the atrial lead. An old alert indicating the defibrillation impedance was above the normal limit was also observed on the right ventricular lead although when tested, defibrillation lead impedance was within normal limits. The patient's vitals were within normal limits and stable. There were no plans for an intervention.